Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as ulcers on the patient's back. The patient's wife reported the patient was bedridden. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's wife reported the patient's cardiologist and pcp were aware of the removal of the device and the home health nurse has been treating the area with plata. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as ulcers on the patient's back. The patient's wife reported the patient was bedridden. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's wife reported the patient's cardiologist and pcp were aware of the removal of the device and the home health nurse has been treating the area with plata. Follow up indicated the irritation improved. Supplemental report 9/9/2021: submitting report to correct section g4.